Event description:
It was reported that the health care professional (hcp) questioned whether this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting farfield oversensing on the right atrial (ra) channel. Technical services (ts) reviewed the data and noted that, on the presenting electrogram (egm), the atrial sense (as) markers were falling within the programmed blanking period and were being appropriately blanked. However, within stored atr episodes, the as events were not adequately blanked, which did result in farfield oversensing and inappropriate detection. Ts recommended programming optimization. No adverse patient effects were reported, and this crt-p remains in service.

Manufacturer narrative:
The device was not returned for analysis since remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.